Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer states that in the last couple of days his blood glucose levels have risen. Customer's blood glucose level was 453mg/dl. Customer states not receiving a delivery during regular basal delivery. Customer also states that when the pump was rewound and the cartridge was removed, there was insulin found behind the cartridge plunger. Customer believes there is a leak behind the reservoir. Troubleshoot found everything was present. Customer states that the reservoir was discarded. Customer was advised to monitor issues and call back if he runs into more issues.